Manufacturer narrative:
The sample has been returned to arrow. Our examination of the returned device found that the catheter had separated. Based upon the appearance of the returned piece of catheter, it is co's opinion that the catheter was pinched off due to placement between the pt's clavicle and first rib.

Event description:
The implantable port had to be explanted after approximately twelve months of use, due to a separation of the port from the catheter. There were no patient complications.